Event description:
It was reported that two vg1 grafts were implanted, one at c5-6 and one at c6-7, a/p and lateral c-arm images taken. On both views, posterior to the c6-7 graft was a ¿dot¿, indicating that a piece of metal was positioned posterior to the graft. Additional images were taken and the graft at c6-7 was removed along with a piece of metal from the disc space. Examination of the metal piece determined it was the tip that had broken off from the vg2 inserter. The graft was reinserted and the procedure was completed. The difficulty resulted in a delay to the procedure of fifteen minutes. There were no adverse consequences to the patient.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
An x-ray was provided that showed the piece of metal that was reported to be posterior to the graft. Visual inspection of the instrument found that one of the tapered support pins was separated from the device. A review of the device history record found no discrepancies. No issues were identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. A review of the complaint trend analysis found no complaints were reported for this product code and lot number within the past twelve months. The root cause is undetermined. However, the noted damage suggests that the pin weld may have been subjected to an unanticipated level of stress resulting in separation. In the absence of an identified device manufacturing/release issue or an observed trend, this complaint will be closed with no further action required.